Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device lot number corrected from 16916037 to 16945835. Device expiration date corrected from 04/22/2017 to 05/05/2017. Device manufactured date corrected from 04/25/2014 to 05/07/2014. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter for batch 16945835. The returned device did not match what was reported in condition or lot number. Multiple good faith efforts have been made to clarify the discrepancy. There was blood in the guidewire lumen. Device analysis did not determine that the condition of the returned device was consistent with the complaint incident. Additionally, damage was found to the inner shaft and balloon. Microscopic examination revealed that the balloon was attached to the shaft of the device and that 2cm of the proximal end of the balloon that was loosely folded and bunched. Microscopic examination revealed that the inner shaft in the proximal end of the balloon was buckled. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, presented no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the damaged to the balloon and inner shaft were attributable to procedural factors. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon dislodgement occurred. A 2.5mm x 150mm x 150mm coyote balloon catheter was selected for use to dilate the unspecified target vessel. However, it was noticed that the balloon dislodged from the delivery guide. The procedure was then completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon dislodgement occurred. A 2.5mm x 150mm x 150mm coyote¿ balloon catheter was selected for use to dilate the unspecified target vessel. However, it was noticed that the balloon dislodged from the delivery guide. The procedure was then completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon dislodgement occurred. A 2.5mm x 150mm x 150mm coyote¿ balloon catheter was selected for use to dilate the unspecified target vessel. However, it was noticed that the balloon dislodged from the delivery guide. The procedure was then completed with another of the same device. No patient complications were reported.